Manufacturer narrative:
Product ID 3887-28 lot# j0015923v, implanted: 2001 (B)(6); product type lead product ID 3887-28 lot# j0104128v, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient was charging more than expected. It was noted that the patient used to charge about once a week, but in the last six weeks that patient was recharging more often, about twice a week. It was reported that electrode 10 had impedances greater than 3600 ohms. It was noted that all other electrodes had impedances in range, the patient was not programmed on electrode 10, and therapy was good.